Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they were having issues with their implant and the issue began this morning. Patient stated it wasn't feeling like it was working so they tried to increase the sensitivity and the settings not available message displayed on the controller. Patient commented it seems like the implant has issues once in awhile. Agent walked patient through increasing stimulation in groups a, b, and c but the patient got settings not available in each group. Agent reviewed meaning of the message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they met with a manufacturer representative (rep) on (B)(6) and they reprogrammed the implant to use a different attached lead as 2 of the leads were not running. After reprogramming, the implant resumed to work.